Event description:
The customer reported that while the unit was in use on a pt, the unit emitted smoke. The unit was disconnected immediately and removed from the pt. No pt injury was reported at this time.